Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprosthesis is remote. In this case, the patient¿s endocarditis was diagnosed thirty-one months post valve replacement. The patient¿s culture was gram positive for enterococcus faecalis; however the exact source of the infection was not clearly identified. There is no evidence the reported endocarditis is related to a sterilization failure during the manufacturing process of the sapien valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the partner I clinical study approximately 31 months post transfemoral tavr the patient was hospitalized and diagnosed with endocarditis. The patient was admitted with generalized body weakness and word finding difficulty. The patient spiked a fever and cultures were obtained, which showed presence of gram positive cocci. Infective endocarditis, and possible permanent pacemaker infection and prosthetic valve infection with enterococcus septicemia. Per medical records received, at admission, the patient was thought to have had a possible cva or tia; the CT findings were negative for cva/tia. The patient¿s blood cultures were drawn; blood cultures showed enterococcus faecalis thus he was placed on ampicillin and gentamicin for sepsis for a period of six weeks. A chest x-ray was suggestive of pneumonia. During the cardiology consult it was suspected the prosthetic valve was infected along with the patient¿s pacemaker. The patient underwent an echocardiogram which showed a normal systolic function, however the sapien valve was not well visualized. Cardiology determined to follow the patient on an outpatient basis.